Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient events of abdominal pain, cloudy pd effluent, and peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the fresenius products. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per the pdrn, the cause of the peritonitis event could not be determined; however, based on the culture result of staphylococcus epidermidis (staph epi), it is likely that there was a breach in aseptic technique. Staph epi is the predominant normal flora on human skin and the most frequently identified cause of pd related peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was treated. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the pd clinic on (B)(6) 2020 with abdominal pain and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with a loading dose of vancomycin and meropenem (dose unknown). The pd effluent culture resulted positive for staphylococcus epidermidis. At that time, the antibiotics were adjusted and the meropenem was discontinued. The patient decided to complete only continuous ambulatory peritoneal dialysis (capd) during recovery. The patient¿s last antibiotic dose was administered on (B)(6) 2020. The patient¿s doctor determined that further doses were not needed based on results of a second culture (unknown date and results). The cause of the peritonitis was not determined. The patient could not pinpoint a point in treatment where he had a breach in aseptic technique. There was no reported cassette leak, device malfunction or other defect reported for this peritonitis event.